Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to symptomatic pelvic prolapse, sui and cystocele and rectocele repair. It was reported that following insertion the patient experienced erosion, extrusion, urinary/bowel problems, recurrence and organ perforation. It was reported the patient experienced vaginal mesh erosion and incontinence, recurrence of cystocele and then had excision of mesh, and the tot obtryx sling (boston scientific) was implanted on (B)(6) 2008. The patient experienced urinary retention and underwent urethrolysis with excision of indwelling sling on (B)(6) 2008. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a perineoplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.